Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display board cable was reseated to resolve the issue.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The unit was replaced and case resumed there was no patient injury.